Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-15950. It was reported that the patient presented for a follow-up in clinic the day after an initial implant procedure. During the post-operative interrogation, it was noted that the patient's right ventricular lead and left ventricular lead dislodged which was confirmed through fluoroscopy imaging during the revision procedure on (B)(6) 2019. The right ventricular lead was successfully repositioned, however the left ventricular lead was unable to gain proper access to reposition and was explanted. No further intervention was reported. The patient's condition was stable after the procedure.